Manufacturer narrative:
(B)(4). Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Manufacture date: 10/10/14-10/14/14. The sample was returned to baxter and an evaluation was performed to investigate the reported issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no abnormalities noted. Upon conclusion of the investigation, the reported issue could not be verified. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that the sponge in the minicap was dry. The care giver stated that a portion of the sponge was dry while the other portion appeared to have iodine. It was reported that the minicap was not used on the patient. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 8 of 8.